Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device was monitored and no frozen display noted. No damage on the keypad overlay noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the markings on the buttons of the insulin pump were already faded. The customer reported that the time clock advances. The customer reported was calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. The customer stated that the insulin pump was not exposed to anything. The customer did the battery replacement and the same issue persisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.